Manufacturer narrative:
Vcorrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update sections d10 and h3.  The delivery system and valve were returned to edwards lifesciences for evaluation.  The delivery system was returned inserted through the sheath with the full loader on the flex shaft. The delivery system was locked at packaging position with no fine adjust usage. The crimped valve was returned separate, off the delivery system balloon. Kink present on sheath shaft and delivery system, likely due to condition of device return.  Visual inspection was performed and the following was observed:  bent strut on outflow and deformation on valve; valve asymmetrical, inflow is larger than outflow. This potentially may have occurred as the thv was positioned past the balloon pumpkin; minor damage on soft tip. Due to the nature of the complaint, no dimensional inspection and functional testing were able to be performed. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons, balloon size, flex tip were inspected. During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. A device history records (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. A review of complaint history from february 2019 to january 2020 revealed additional returned similar complaints for the commander delivery system (all models and sizes) for delivery system valve dislodged from balloon and withdrawal difficulty valve through sheath.  The complaints were confirmed, however, no manufacturing non-conformances were identified in the returned device evaluations. A review of complaint history revealed that the complaint occurrence rate did not exceed the january 2020 control limits for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system valve dislodged from balloon and withdrawal difficulty valve through sheath were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿the balloon catheter was retracted too far past the white marker resulting in the valve migrating towards the distal part of the nose cone¿ and ¿upon removal of the system as a unit, the valve stripped off the delivery system¿. Per the IFU ¿in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment.¿ this is reinforced in the training manual, which in addition notes that ¿the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker.¿ in addition the training manual provides guidance regarding thv retrieval through sheath, including ¿note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.¿   evaluation of the devices show damage to the sheath soft tip and thv outflow struts. This observed damage may result from interaction of the components (thv struts getting caught on sheath tip, causing the strut to bend outwards) during non-coaxial retrieval of the thv. If the thv is not coaxial (potentially caused by factors such as vessel tortuosity) with the sheath tip during retrieval, there is potential for retrieval difficulty resulting in valve dislodgement. While a definitive root cause is unable to be determined, available information suggests that procedural factors (non-coaxial retrieval of thv into the sheath) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend categories, product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr with a 26mm sapien 3 ultra valve in the aortic position, the balloon catheter was retracted too far past the white marker resulting in the valve migrating towards the distal part of the nose cone. Attempts were made to realign the valve but were unsuccessful. Upon removal of the system as a unit, the valve stripped off the delivery system and remained on the wire in the right common femoral artery. A surgical cutdown was performed to remove the valve.  A second valve was successfully deployed and the patient was stable post procedure.